Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of ultra set disposable disconnect y-sets leaked from the drain bags. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, g4 d1: bramd name, change to ultraset capd disposable disconnect y-set (previously submitted as capd disconnect y set). D3: device manufacturer name: change to baxter international inc. (Previously submitted as baxter healthcare corporation). G4: combination product: add no (previously blank) additional information d4 (lot #, expiration date, UDI #), h3, h4, and h11. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h6 and h10. B5: the customer clarified the quantity to be three (3) units (previously reported as an unspecified quantity). The issue (leak) was further described as "looks like it is the seams of the bag". H10: the devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.